Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of a break in aseptic technique/touch contamination and peritonitis in a patient coincident with dianeal-n pd2 2.5 therapy for chronic renal failure. On (B)(6) 2011, the patient contacted baxter (B)(6) technical service center and stated that she experienced peritonitis. Upon follow up with the nurse, the nurse clarified that on an unreported date in 2011, the patient experienced a break in aseptic technique/touch contamination. On an unreported date the patient experienced peritonitis manifested by cloudy effluent. It was not reported if the patient required hospitalization. On an unreported date, the patient began an unspecified remedial therapy. The nurse reported that the cause of the peritonitis was the break in aseptic technique/touch contamination. It was not reported if the patient was retrained in aseptic technique or if dianeal-n pd2 2.5 therapy was ongoing. At the time of this report, the outcome for the event of peritonitis had not resolved. The nurse considered the event of peritonitis to be unrelated to dianeal-n pd2 2.5 therapy. The nurse did not provide an assessment of causality for the event of the break in aseptic technique/touch contamination.